Event description:
It was reported to boston scientific via an article published in the international neurourology journal that a prospective study was conducted to investigate the type and severity of urinary incontinence (ui) on patients, 50 years or older, with benign prostatic hyperplasia, following holmium laser enucleation of the prostate. Surgery was performed using a versapulse powersuite 100w or lumenis pulse 120h and a lumenis versacut morcellator. A 22fr 3-way foley catheter was placed under continuous irrigation and removed on the first postoperative day. A total of 1675 patients were treated between january 2010 to june 2022 at the seoul national university hospital. Urinary incontinence was reported based on type and severity. The two types were stress urinary incontinence (sui) and urgency urinary incontinence (uui). The severities were classified as mild, moderate, and severe. Mild severity was defined as requiring behavioral modifications such as kegel exercises and bladder training. Moderate severity was defined as requiring behavioral modifications and medication such as anticholinergics and imipramine. Severe severity was defined as requiring surgical or endoscopic intervention. Additionally, the term de novo uui was defined for cases where there was no uui before surgery, but uui occurred after surgery. With regards to uui, during their preoperative assessment uui was identified in 270 patients (16.1%). Two weeks postoperatively, the uui and de novo uui rates were 6.0% and 4.2% respectively. At 3 months postoperative, uui occurred in 70 patients (4.1%) and de novo uui occurred in 54 patients (3.2%). At 6-month postoperative, uui occurred in 15 patients (0.9%) and de novo uui occurred in 10 patients (0.6%). Overall, the postoperative uui rate showed a continuous decrease at 2 weeks, 3 months, and 6 months. Additionally, there were zero cases of sever uui throughout the follow-up period. With regards to sui, during the preoperative assessment no patients had sui. Two weeks postoperatively, sui occurred in 112 patients (6.7%) with mild and moderate degrees at 6.2% and 0.5% respectively. At 3 months postoperative, sui occurred in 71 patients (4.2%). At 6 months postoperative, sui occurred in 20 patients (1.2%). Overall, the postoperative sui rate showed a continuous decrease at 2 weeks, 3 months, and 6 months. Additionally, there were zero cases of sever sui throughout the follow-up period. It was found that the sui rate increased with larger prostate volume. No patient required secondary surgeries for sui. While the primary focus of this study was to track incidence of urinary incontinence following holep procedures, the following additional complications were also reported at the 2-week postoperative checkup: 16 patients (1%) had a blood transfusion, 7 patients (0.4%) had a transurethral coagulation procedure, and 56 patients (3.3%) required re-catheterization. At the 6-month postoperative checkup, 7 patients (0.4%) had a bladder neck contracture requiring a transurethral incision, 15 patients (0.9%) had de novo urethral stricture, and 8 patients (0.5%) had a prostatic fossa stone requiring cytoscopic stone removal. Overall, the results demonstrated that the preoperative uui rate was high at baseline. Both the uui and sui rates continuously decreased up to 6 months postoperatively. Although the sui rates significantly differed according to prostate volume, there was no significant difference in the uui rate. This report is for the moses pulse p120 console.

Manufacturer narrative:
Lee, h., jeong, h. J., cho, s. Y., oh, s. (2025). Relationship between prostate size and urinary incontinence after holmium laser enucleation of the prostate: prospective registry-based patient cohort study under regular follow-up protocol. International neurourology journal, 29(1), 17-26. Https://doi.org/10.5213/inj.2448408.204.